Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred toward the end of a routine hemodialysis treatment. The alarm could not be resolved and attempts to perform manual rinseback were unsuccessful resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The exact cause of the reported alarm is unk however, the user's guide states possible causes as loose connection or disconnection at arterial access, air in saline for priming, bolus or rinseback or poor access flow. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.